Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have an instrument tube adapter broken. The broken piece was not returned, measuring roughly 0.148" x 0.155" in size. The complaint was confirmed by failure analysis. Additional observation(s) related to the customer reported complaint: the instrument was found to have broken electrical instrument contacts. The broken piece was not returned with the instrument. The instrument was transferred to engineering for further investigation.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the monopolar cautery (mcs) instrument had a broken distal tip. The procedure and patient outcome were unknown at the time of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advanced failure analysis (afa) investigations were completed, and the following additional information was obtained: initial fa was confirmed, the instrument exhibits a broken tube adapter and broken contacts. To clarify, it appears the contacts broke from the conductor wire at the percussive weld, as a slight disk remains at the tip of the conductor wire. The contacts were not returned with the instrument, and since the broken component is at the distal end there could be a potential for fragments. A properly installed tip accessory could potentially retain broken contact fragments, but due to the broken instrument tube adapter it does not appear a tip accessory would be properly retained on the instrument due to missing threads.